Manufacturer narrative:
This report is for an unk - nail head elements: pfna-ii blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the pfna blade pulled out after a successful operation of transcervical pertrochanteric femoral neck fracture on an unknown date. After two months of surgery, the surgeon finds out that the blade pulled out from the nail. The patient scheduled for revision surgery to insert new blade. It was unknown if the revision surgery was performed. The patient outcome was unknown. Concomitant device reported: unk - nails: pfna-ii (part # unknown, lot # unknown, quantity # 1), unk - screws: locking (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is for (1) unk - nail head elements: pfna-ii blade. This is report 1 of 1 for (B)(4).

Event description:
Updated: concomitant devices reported: pfna nail (part# 04.027.304s, lot# l810452, quantity # 1). Lockscr ø5 l42 f/nails tan light green (part# 04.005.532, lot #27p0398, quantity # unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Reviewing attached x-ray the migration can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 04.027.034s, lot: 6l20221, manufacturing site: bettlach, release to warehouse date: 09. Oct. 2019, expiry date: 01. Sep. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.